Event description:
It was reported that the patient, implanted in 1998, experienced static and pain when he puts on his audio processor. The patient has stopped wearing the external equipment. The clinic is considering scheduling him for explantation or reimplantation in late (B)(6).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.